Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred while the patient was being prepared for a diagnostic coronary procedure, the procedure was completed by moving the patient to another room. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to produce x-rays. The rse explained to customer that this issue could be caused if the system lost communication with the generator or during a reboot the system did not see the generator because it did not shut off with the system. After a reboot by customer the system was able to enable x-rays. Upon further checking the rse reviewed the logfile and determined software error which was eventually resolved after system boot up. After reboot, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.